Event description:
Additional information was received indicating that the product problem occurred during testing. There was no patient involvement.

Manufacturer narrative:
H6: patient code updated to reflect code 2645.

Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis with a damaged rear housing. During analysis, the customer's stated problem was able to be verified. During power up and testing, the device failed during run-in test and alarmed with an error code 112 on the screen display. The error code 112 indicated a problem with motor issue. Further investigation of the pump determined that the motor was defective and was the root cause of the issue. Service will replace the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited alarming blank screen. No adverse effects were reported.